Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. Additionally, the IFU states ¿key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.¿

Event description:
On (B)(6) 2017, the patient was implanted with a system of gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, follow-up examination reportedly revealed a distal type I endoleak on the right (contralateral) side. According to the report, calcification was present in both common iliac arteries prior to implant. On (B)(6) 2019, an additional procedure was performed whereby the right internal iliac artery was coil-embolized, and an additional excluder® contralateral leg component was implanted to treat the distal type I endoleak. A final procedural angiograph revealed showed the endoleak was resolved. The patient tolerated the procedure.